Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 36-year old caucasian female patient underwent breast augmentation revision with two 535cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed with left breast capsular contracture (baker grade iii) and elected for a revision surgery on (B)(6) 2022. During the surgery, it was also discovered that the right breast implant had ruptured. As a result, the patient underwent left breast capsulectomy, right breast capsulorrhaphy, bilateral removal and bilateral replacement. The replacement devices were: (left) 535cc mentor memorygel breast implant catalog: shpx535, lot: 9702376, sn: (B)(4) and (right) 535cc mentor memorygel breast implant catalog: shpx535, lot: 9702376, sn: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On june 17, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted.

Manufacturer narrative:
On july 6, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the smooth high profile xtra 535cc breast implant was found to be ruptured and received in two parts. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior view, measuring less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.